Event description:
It was reported that a dinamap procare 400 patient monitor could not produce audible alarms due to a presumed hardware failure. The ability to display visual alarms was not affected. No injury was reported.

Manufacturer narrative:
The issue was discovered by an on site biomedical engineer. He reported that the unit was sent for service for a battery replacement. During service he conducted a test of the unit and discovered the audible alarm function was not operational. He replaced the speaker kit, but that did not resolve the issue. He replaced the dinamap's main circuit board, which did resolve the issue. The presumed defective main board was scrapped and is not available for further evaluation. The root cause of the reported issue can not be determined. No further actions are planned at this time.